Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was having inadequate stimulation. The patient underwent a revision procedure wherein a lead was added. No device malfunction was suspected. The patient was doing well postoperatively.